Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remaining battery life of this pacemaker was found to be one year during a device check which was performed two years ago. On another device check a year after that, the remaining battery life was now projected to be less than 0.5 years. The magnet rate was at 90 paces per minute nine months afterwards, and the remaining battery life was still seen to be less than 0.5 years. Boston scientific technical services (ts) advised to have a more frequent device check from now on as the device is more likely approaching elective replacement time (ert) any time soon. The pacemaker remains in service. No adverse patient effects were reported.